Event description:
It was reported to philips that the c arm movements of the allura device were unavailable. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement was not possible. During troubleshooting, the fse found ippc power supply failure. The fse replaced the ippc power supply. After replacement of the ippc power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.